Manufacturer narrative:
Per email, customer has reported three incidents involving the temperature-sensing catheter leaking at the insertion site. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, customer has reported three incidents involving the temperature-sensing catheter leaking at the insertion site.